Event description:
A malfunction alarm, identified as "malf 6," was reported, with no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, as the customer had experienced this issue multiple times. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted during the replacement process. Additionally, technical support provided guidance on how to put the pump into storage mode before returning it.